Manufacturer narrative:
This complaint will be updated once the investigation is complete. Trends will be evaluated.

Event description:
Allegedly the patient was revised due to chronic dislocations. The components appeared to be well positioned and well fixed. Open conservation I overheard suggested that the patient have substance abuse challenges and therefore required a constrained acetabular construct. The following components have no alleged deficiency and were not revised during this surgery: profemur® gladiator® distal centralizer, prgldc06, qty. 1. Profemur® neck a/r var/val 2 long cobalt chrome, phac1214, qty. 1. Profemur® gladiator® cemented stem prglcm04, qty. 1.